Manufacturer narrative:
Analysis was performed and no anomalies were found; full lead returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: (B)(4) lead, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient experienced pocket stimulation, with dislodgement and twiddler's syndrome also reported. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.